Event description:
It was reported that the blue lock was not functioning properly on an intraclude device. The balloon was inflated and placed in the needed position at the time. The device was not exchanged, but the balloon had to be adjusted multiple times. The balloon moved from its original position and the doctor was unable to give cardioplegia the second time. Device was in use for two and a half hours. The suspected issue is that the clamp lock was not functioning. Per the sales representative, the patient was not affected.

Manufacturer narrative:
The subject device has not been returned for evaluation. An image was provided showing the device, but no conclusions have been made thus far with the information received. The reported event is pending evaluation and analysis. A supplemental report will be submitted accordingly once the evaluation has been completed or significant information has been received. No patient impact has been reported due to the reported event. Enablecv, llc will continue to review and monitor all reported events. Trends are monitored ona regular basis and, if action is required, appropriate investigation will be performed.